Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, the customer was experiencing low blood glucose(bg) levels that ranged from 40-70 mg/dl; cause was unknown. Customer consumed glucose and carbohydrates to resolve the low bg. Reportedly, the customer continued using the pump for insulin therapy.